Manufacturer narrative:
Corrected heart rate to freedom driver beat rate. Corrected health professional to patient/lay user. The freedom driver was returned to syncardia for evaluation. Visual inspection of the internal components of the driver revealed a fractured housing boss and the secondary motor out of bdc position. The driver was functionally tested on the secondary motor and the driver performed as intended. As expected, the driver exhibited a fault alarm immediately upon startup, and the beat rate was observed to be 120 beat per minute. This confirms the customer-reported beat rate change to 120 bpm. This is consistent with the driver operating on the secondary motor with a set beat rate of 125 ± 5 bpm. Despite the fault alarm, the driver passed all test requirements with no anomalies. Although the customer-reported issue of the freedom driver operation switching to the secondary motor was not reproduced, the customer-reported fault alarm was induced as a result of deliberate operation of the secondary motor. The cause of the secondary motor activation that occurred during the customer experience could not be conclusively determined; however, impact shock has been observed to cause motion in the secondary motor, which causes the driver to switch operation to the secondary motor. Visual damage observed during inspection and displacement of the secondary motor position support the possibility that the driver sustained an impact shock which caused it to switch operation to the secondary motor and alarm as designed. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The customer reported that the freedom driver switched into backup mode when the patient coughed. The customer also reported the patient's freedom driver beat rate was set at 133 and then decreased to 120 when a fault alarm occurred. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver switched into backup mode when the patient coughed. The customer also reported the patient's heart rate was set at 133 and then decreased to 120, where a fault alarm occurred. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver switched to backup mode and exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.